Event description:
It was reported that the lead was capped due to high impedance (>2000 ohms), unacceptable thresholds, and apparent fracture. No patient complications have been reported as a result of this event.